Event description:
During an esophagogastroduodenoscopy (egd) with esophageal banding, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the physician is very familiar with this product and was in the process of loading it [mbl - multi band ligator] onto an olympus 190 egd scope, when as he was pulling the string and catheter through the scope, the string snapped. There was no force used to pull the catheter/string. Upon evaluation of the returned device, it was discovered that the cord did not break as initially reported but the blue hook on the loading catheter detached [subject of report]. Another of the same kit was used to complete the procedure successfully. No harm was done to the patient. A section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. The irrigation adapter was not included in the return. Our laboratory evaluation of the product said to be involved did not confirm the complaint as described but did confirm a damaged loading catheter. A visual examination of the device was performed. The trigger cord was intact and not broken, frayed, or damaged in any way. The length of the trigger cord was measured between the knots and was found to be within the established tolerance. It was observed that one of the blue hooks was missing from the loading catheter. One undamaged hook still remained on the catheter. A dimensional inspection was performed on the loading catheter. The inner diameter was measured and found to be within the established specification. A destructive test was performed on the loading catheter side where the second blue hook remained attached. The blue hook detached from the catheter past the force specification requirement. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified the blue hook was missing from one end of the loading catheter. A definitive cause for this observation could not be determined because the set up conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The blue hook detachment could have caused the user to perceive that the trigger cord snapped/broke during loading. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The blue hook can also detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.